Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned and a root cause could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
Additionally, a severe noise or flicker was reported causing the endoscopic image to not be visible.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the image was flickering. The problem, as reported to olympus, was identified during preparation for use. The intended therapeutic procedure was completed after a delay of 20 minutes and completed using similar equipment. There was no patient injury, associated with the problem, reported to olympus.